Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted distortion of the anatomy from previous surgical procedures was noted. Diastasis of the rectus muscle was noted. The vestigial muscle fibers on the left and the rectus abdominus from the right were approximated in the midline. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/14/2020. Additional information: a2, d1, d3, d4, g1, g2.